Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient suffered vocal cord paralysis as a result of being intubated during surgery. The paralysis also caused issues with hoarseness and shortness of breath with the increased effort to speak. The patient received injections and a prescription for a nasal steroid as short-term intervention for the paralysis. He was referred to a voice treatment center for specialized diagnostics and treatment. A review of device history records showed that the generator met all specifications prior to distribution. No additional pertinent information has been received to date.